Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp displayed the error message ¿no batteries detected¿. Both batteries were affected. The failure occurred during treatment. As both batteries were affected during treatment, there is a decreased power supply available. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-01-07/08/16. The failure could not be replicated. The battery board and battery board cable were replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿battery 1 not charging¿, ¿battery 2 not charging¿, and ¿no batteries detected¿ could be confirmed on the date of event. As the failure could not be replicated, no exact root cause could be determined. The log files were analyzed by the getinge life-cycle-engineering for a possible root cause. According to the analysis, the most probable root cause was that there was a brief communication failure between the cardiohelp and the battery management unit, battery board. Due to the age of the device and this component battery board, age related aspects can be considered as well. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a high level of safety. According to the instruction for use, chapter "check before every use", the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The calibration of the batteries has to be performed at least every 4 months as described in the IFU chapter ¿calibrating the batteries¿. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. The review of the non-conformities has been performed on (B)(6) 2024 for the period of 2013-05-15 to 2024-12-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-05-15. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "no batteries detected" could be confirmed within the logfiles of the cardiohelp unit, but could not be replicated. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-12-25 till 2024-12-25). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2013-05-15. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was initially reported that the cardiohelp displayed the error message ¿no batteries detected¿. The logfiles were provided and analyzed on 2025-01-07. The log files showed the error messages ¿no batteries detected¿, ¿battery 1 not charging¿, and ¿battery 2 not charging¿ were within the logs. The failure occurred during treatment. As both batteries were affected during treatment, there is a decreased power supply available. Therefore, a report is required. Complaint ID (B)(4).